Event description:
Plastic surgeon had tissue expander removed from the surgical field after noticing a small piece of silicon on the outer surface of the expander. Manufacturer response for tissue expander, natrell te with magna-site (per site reporter: was just returned - no response at this time.